Event description:
Information was received indicating that a smiths medical pump was not running properly. Medication remained in the syringe. There was no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation, unable to duplicate the customer stated problem. According to the investigation, testing of the device was performed and the device passed all tests. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, the investigation recommended the pump microprocessor board replace as preventive measure. The problem source of the reported problem is unknown.